Event description:
The customer reported the system has locked up several times.

Manufacturer narrative:
To repair the system, the ge service rep had to perform the jv 5.5 8800 version sbc upgrade. This included the cpu kit, image processor, display adapter, and the generator pcb. The footswitch was replaced due to a break in the cable. The system is now operating as intended.